Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the lack of detail in the returned photo. Two photographs of a 4fr sl groshong nxt catheter were returned for evaluation. Inspection of the photographs found that a white diagonal visual artifact was visible on the tubing a few centimeters away from the catheter tip. However, the photo did not provide enough detail to determine if this was damage to the tubing, debris, or just a visual artifact. Further inspection of the photographs was unable to identify any other remarkable features. Additionally, no "...pinholes" as described in the event description were observed. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a newly opened catheter was found to have pinholes during pre-filling prior to puncture.